Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 170 mg/dl. The customer was unable to troubleshoot because of past event. The customer reported the alarm was resolved by a complete set change. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Evaluated two opened/used reservoirs; inspected reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion test; reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed insulin pump manual prime. Visual fluid flow through infusion set and out catheter tip; reservoirs not occluded was noted.